Event description:
On (B)(6) 2015 a call was received from a patient (pt) advising that on (B)(6) 2015 he/she inserted a new pair of acuvue oasys for astigmatism contact lenses (cl) from a newly purchased multipack. The pt advised that he/she wore the lenses all day noting ¿mildly hazy vision.¿ the pt advised that he/she did not notice discomfort. The pt advised that when removing the cl¿s he/she noted slight difficulty taking them off. The pt reported that he/she experienced burning pain. The pt advised that he/she tried ¿rinsing the eyes with no effect.¿ the pt advised that after an hour his/her eyes were swollen shut and he/she experienced intense pain and photophobia. The pt advised that after two hours the pain and photophobia was worse and he/she called 911 and was taken to the emergency room. The pt advised that he/she was provided anesthetic drops to both eyes and he/she was examined. The pt advised that the eyes were stained and he/she was advised by the emergency room physician that he/she had ¿corneal abrasions ou.¿ the pt advised that the "lenses tore off part of her corneas." The product was requested for return for evaluation. Multiple attempts to obtain additional information from the pt has been unsuccessful. This report is being filed for the od. The os report is being filed under separate cover. A lot history review was performed for lot # l002k3t and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).